Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are "having some difficulties" with their implantable pulse generator (ipg), and they experienced tachycardia, bradycardia, weakness, syncope and their "heart is pounding". The ipg remains in use. No further patient complications have been reported as a result of this event.